Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) and the reported neurological event and patient outcome could not be conclusively established through this evaluation. Furthermore, a specific cause for the patient's sepsis could not be determined. Section 1 of the IFU, ¿introduction¿, lists sepsis, other neurological event (not stroke-related), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists neurological dysfunction as a potential late postimplant complication. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Furthermore, although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. Health effect clinical codes: low oxygen saturation: a low level of the degree to which oxygen is bound to hemoglobin given as a percentage calculated by dividing the maximum oxygen capacity into the actual oxygen content and multiplying by 100. Oxygen saturation usually is measured using pulse oximetry. Unspecified nervous system problem: the report describes a non-specific problem with the nervous system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump was decommissioned on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to ischemic cardiomyopathy (coronary artery disease). He was implanted with the left ventricular assist device (lvad) on (B)(6) 2023 after presenting to the hospital with cardiogenic shock after having already been placed on inotropes at home and continuing to have chronic heart failure exacerbations. The patient developed sepsis one week into the hospital stay. He was reintubated and then extubated and recovered from the sepsis about 2 days prior to death. It was reported that there was difficulty obtaining an oxygen saturation, and when the nurse returned five minutes later the patient was unresponsive with fixed and dilated pupils. A neurologic event was suspected. The family chose to make the patient do not resuscitate and the lvad was decommissioned on (B)(6) 2023 and the patient passed away quickly. An autopsy was not performed. The device was not explanted.